Manufacturer narrative:
The pump was received with moisture damage on all electronic assemblies. No cracks noted on back of the device. However, the pump had a cracked case at the lcd window corners, and minor scratches on the lcd window. The pump also had a cracked reservoir tube lip, scratches on the reservoir tube window, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via email that the insulin pump display appeared cloudy and scratched. The customer's step father reported that the insulin pump had several cracks and the display was difficult to read. The customer's blood glucose level was unknown. The caller was advised that their device would be replaced. Nothing further to report.